Manufacturer narrative:
H4: the device was manufactured from march 4, 2020 - march 5, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed residual fluid contained inside the device's bladder, suggesting that an underinfusion may have occurred. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 48 hours; however, after 65 hours there was approximately 30ml of solution remained in the device. The device had been filled with fluorouracil in 0.9% normal saline for a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.